Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device met all material specifications as received. The evaluation revealed that one of the returned driver's distal hex drive is broken-off at its base and the fracture face is at an angle to the distal face of the driver. The other returned driver displays no damage or any other abnormalities. The complainant's event was most likely caused by prying /leveraging the driver while the implant was still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the inserter tip broke off in the implant and remains in the patient. Right thumb ulnar collateral ligament repair.